Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
One of the centrax locking rings lifted up a little after locking.

Manufacturer narrative:
Reported event: an event regarding appearance involving a centrax bipolar head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that one of the centrax locking rings lifted up a little after locking. The device remained implanted. The exact cause of the event could not be determined because insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
One of the centrax locking rings lifted up a little after locking.

Event description:
One of the centrax locking rings lifted up a little after locking.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.